Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult microintroducer insertion was inconclusive. The product returned for evaluation was one 5fr microintroducer. A gross visual inspection of the returned unit found that both the dilator and sheath were slightly bent midway along the sheath length. Additionally, use residue was present near the sheath tip. However, no other damage was observed throughout the unit. The unit was microscopically inspected but no remarkable features were identified. Given that no damage was identified and no further testing could be performed, no further conclusions could be drawn regarding the reported event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that microintroducer would not advance. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Event description:
It was reported that microintroducer would not advance. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.